Event description:
Patient reported "deflation" and "implant exchange from textured to smooth due to the patients concerns with the product". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" and "implant exchange from textured to smooth due to the patients concerns with the product". Healthcare professional confirmed deflation and textured to smooth implant exchange. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2005. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.